Manufacturer narrative:
This report is submitted on september 08, 2021.

Event description:
Per the clinic, the patient experienced an infection and an extrusion of the electrode out of the mastoid area. The patient was subsequently treated with oral antibiotics (date and duration not reported). The device was explanted on (B)(6) 2019, and the patient was reimplanted with another cochlear device during the same surgery.